Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after placement of the clips, the clips did not close. The procedure was completed placing other clips. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.